Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml hydromorphone at 0.25 mg/day. The reason for use was non-malignant pain. It was reported that they had to revise the catheter today ((B)(6) 2019) because they had to move the pump. The patient had a scab over the pump and they were picking at it to where the pump could be seen. The rep was assisted in calculating a new catheter volume. The also reviewed programming for the catheter and prime. There were no further complications reported/anticipated.